Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H10: the actual device was not available; however, photographs were provided for evaluation. During visual inspection of the provided photographic samples, a puddle of water can be observed on the bottom of the machine; however, the actual is not visible. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from ¿bacterial filter¿ of a u9000 set during disinfection. The device was in use for 57 days. The set was replaced. There was no patient involvement. No additional information is available.